Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized due to diabetic ketoacidosis at the time of the call. Blood glucose level was 289 mg/dl at the time of the admission. Customer reported sweating, vomiting, and having stomach pains prior to the emergency room visit. Customer was not wearing the insulin pump at the time of the emergency room visit. No further information was provided.